Event description:
Customer reported an abo discrepancy with a patient sample on the galileo. The sample typed ab positive using the fwd_abo assay and a positive using the aborh assay.

Manufacturer narrative:
According to the galileo operator manual, forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history.